Event description:
The customer contacted nephron pharmaceuticals corporation via telephone regarding a product complaint on (B)(6) 2013. He reported that a silver piece fell into his mouth while using the ez breathe atomizer. The customer was contacted and confirmed that he did not require any medical interventions.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious have been received. Herewith the investigation report as attachment.